Event description:
It was reported that the customer had paraplegic that has been using the red rubber coude intermittent catheter products for decades also had never had an issue until recently the batches being produced were not safe for use. The customer had injured their urethra due to the new, poorly made catheters on multiple occasions leading to 'urinary tract infection and other issue also had been forced to use older versions of the catheter to avoid these issues. The customer has been used (lot #ngfq4299) was an example of the original good product with a perfectly smooth surface, these seemed to no longer be in production as the package indicates they were made in mexico. Also (batch# #ngjn3051) and (batch# ngjt0667) were examples of the new bad product noticeably brighter in color (batch# ngjn3051, batch# ngjt0667) a bit softer lower quality feel (batch# ngjn3051, batch# ngjt0667), which has some very inconsistent manufacturing errors creating a textured surface and was causing abrasions in the urethra (batch# ngjn3051, batch# ngjt0667). They wanted to bring this to your attention because people were getting hurt. The packaging indicates it was made in malaysia. The texture was so bad on many of these, the customer put on a sterile glove and slide my fingers down the length of the catheter to felt how rough the surface was before using it to avoid injury also have had to throw more away that they have been able to use. The customer had hundreds of catheters and unable to use from the malaysian facility and would be notifying the medical supply distributors of how dangerous these new catheters were to avoid additional injury. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had paraplegic that has been using the red rubber coude intermittent catheter products for decades also had never had an issue until recently the batches being produced were not safe for use. The customer had injured their urethra due to the new, poorly made catheters on multiple occasions leading to 'urinary tract infection and other issue also had been forced to use older versions of the catheter to avoid these issues. The customer has been used (lot #ngfq4299) was an example of the original good product with a perfectly smooth surface, these seemed to no longer be in production as the package indicates they were made in mexico. Also (batch# #ngjn3051) and (batch# ngjt0667) were examples of the new bad product noticeably brighter in color (batch# ngjn3051, batch# ngjt0667) a bit softer lower quality feel (batch# ngjn3051, batch# ngjt0667), which has some very inconsistent manufacturing errors creating a textured surface and was causing abrasions in the urethra (batch# ngjn3051, batch# ngjt0667). They wanted to bring this to your attention because people were getting hurt. The packaging indicates it was made in malaysia. The texture was so bad on many of these, the customer put on a sterile glove and slide my fingers down the length of the catheter to felt how rough the surface was before using it to avoid injury also have had to throw more away that they have been able to use. The customer had hundreds of catheters and unable to use from the malaysian facility and would be notifying the medical supply distributors of how dangerous these new catheters were to avoid additional injury. It was unknown what medical intervention was provided for the urinary tract infection at this time.